Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that 3 bd precisionglide¿ needles were blocked during use. The following information was provided by the initial reporter: "I have not heard anything back, I have however had an additional 3 needles given to me by staff, with the same complaint of being unable to push medication through the actual needle."

Event description:
It was reported that 3 bd precisionglide¿ needles were blocked during use. The following information was provided by the initial reporter: "I have not heard anything back, I have however had an additional 3 needles given to me by staff, with the same complaint of being unable to push medication through the actual needle.".

Manufacturer narrative:
H6: investigation summary as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.